Event description:
It was reported to medtronic minimed that the customer experienced labeling anomaly. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and customer reported labeling/packaging issue. No harm requiring medical intervention was reported. Mmt-1712k was requested for return and customer has returned the device.